Manufacturer narrative:
As stated in section, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00006 to provide the sample evaluation results as well as to provide additional information received. Initially it was reported that blood loss was less than 250ml, it was confirmed that blood loss was actually greater than 250ml. Sections have been updated to reflect report type and outcome. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention sample of the involved product code/lot number as well as the surrounding lots. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot # combination confirmed there were no production related problems. The customer reported a similar event for another device. See MDR number 1118880-2016-00007. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00006 to provide the sample evaluation results as well as to provide additional information received. Initially it was reported that blood loss was less than 250ml, it was confirmed that blood loss was actually greater than 250ml. Sections have been updated to reflect report type and outcome.

Manufacturer narrative:
The actual device was returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section. The user facility reported a similar event for another device with the same product/lot no. Combination, see MDR 1118880-2016-00007. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: valve was leaking; blood loss was less than 250ml; the procedure was completed; and there was no injury to the patient.